Event description:
The customer reported to olympus, the colonovideoscope failed to supply water. The issue was found during preparation for use for an unknown type of procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of failed to supply water was confirmed due to clogging of the nozzle. The device evaluation found foreign material in the nozzle. Follow-up with the customer was performed. The customer cleaned, disinfected, and sterilized the device before sending to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The following non-reportable findings were found during the device evaluation: water removal ability did not meet the standard value due to clogging of nozzle, bending angle in up direction does not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had white clouded area, universal cord had a scratch, paint on air/water cylinder was peeled, paint on suction cylinder was peeled, protector of universal cord on suction connector side had a scratch, adhesive around objective lens was peeled, adhesive around light guide lens was peeled, plastic distal end cover had a dent, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing was thoroughly implemented. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the air/water nozzle being clogged with foreign material could not be identified. However, it¿s likely the cause is related to insufficient reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.